Event description:
Patient's brother-in law reported that the patient passed away from asphyxiation on vomit during a hypoglycemic event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The patient's brother-in-law reported that the patient had a history of hypoglycemic reactions.